Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a handpiece and a generator. It was reported that during a cervical spine procedure, the handpiece melted in the surgeons hand during a procedure. Additional information also stated that they replaced the handpiece to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.